Event description:
According to the customer, on 11/10/2025 "the pendant is not working, wires are exposed." The customer confirmed that a "spark" was visualized.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 "the pendant is not working, wires are exposed." The customer confirmed that a "spark" was visualized. The customer said that the device was not damaged from liquid. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.